Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code) updated. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. Review of the logs identified one pd reset on september 6, 2025. The pd reset occurred because the device lost communication with the pd engine. The device was put through extensive testing including defib cycle before and after the environmental chamber without duplicating the report. Internal inspection resulted in no discrepancies found. The returned uni-padz passed all testing and will be scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.